Event description:
Technician alleged that the head of the bed would not stay up.

Manufacturer narrative:
Technician isolated it down to the right user control module cable. Technician replaced the user control module cable and the head up down operates normally.